Manufacturer narrative:
Determination of root cause: assessment: a review for three months prior to the date of this event ((B) (6) 200.. To (B) (6) 2008) showed no previous complaints of software errors for this system. The territory manager was not able to reproduce the reported event. A system verification was performed successfully. Conclusion: the root cause of this event could not be determined, as the reported event could not be reproduced. No further preventive and corrective action is warranted at this time. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: software error. A user facility reported that laser and laptop screen indicated treatment 100% complete, but on a second look only 74% complete was displayed. Treatment was aborted. At the one day post operative exam, the pt's vision was 20/20. The field device engineer confirmed treatment of 74% in the log file. Test treatments were completed with no problem. System verification was completed to specifications.